Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: "a novel approach for endocardial resynchronization therapy: initial experience with transapical implantation of the left ventricular lead. Heart surgery forum. 2009;12(3):e137-140.

Event description:
A journal article was reviewed that contained information regarding 3191 this lead. The patient had a reported pocket infection and the lead was removed and replaced. Follow-up information received from the author indicated that the pocket infection was not lead related. Follow-up information also indicated that the (B)(4) lead was replaced due to a dislodgement. No further patient complications have been reported as a result of this event.

Event description:
A journal article was reviewed that contained information regarding this lead. The patient had a reported pocket infection, and the lead was removed and replaced. Follow-up information received from the author indicated that the pocket infection was not lead-related. There were no further patient complications reported as a result of this event.